Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2015, the patient was initially implanted with a bifurcated stent and two (2) suprarenal extensions. On (B)(6) 2015, a 1b endoleak was reported and the physician elected to implant a limb stent graft extension to resolve this event. On (B)(6) 2017, another 1b endoleak was reported and the physician elected to implant a non - endologix stent into the left iliac limb with an ovation extension to resolve this event. On (B)(6) 2017, endologix was made aware of an unknown endoleak with sac growth. An intervention is being planned but there is no further information available at this time. The patient was reported as doing well and there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported event of sac growth however is unable to determine the source of the leak. The most likely cause of the distal loss of seal could not be determined as the source of the leak could not be distinguished. There was no evidence of a secondary intervention and there was no reports of further negative patient sequelae. Reportedly, the patient as stable. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.